Event description:
It was reported that the t: slim x2 pump battery would not charge due to the use of a third-party wall adapter. The caller used the original charging supplies as instructed, and the pump began charging after 30 minutes, indicating no adverse impact on the customer's blood glucose level. The customer was advised against using non-tandem charging supplies and acknowledged this guidance. Tandem technical support sent a replacement wall adapter via two-day shipping.